Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The device insertion and needle deployment went without incidence. The sutures captured and the knot was delivered. The pt was discharged the next day with a small hematoma, ecchymosis and no audible bruit to the access site. The pt returned to the emergency department the next day with a complaint of right leg pain, back pain and mild oozing of unspecified fluid from the groin site. This was reported as "unremarkable" by the emergency department physician. Darvocet was prescribed and the pt was discharged home with instructions to follow-up with their physician. The pt returned to physician's office three days later. The physician assistant noted the right groin was swollen, but not warm to the touch. An ultrasound was performed which revealed a thrombosed pseudoaneurysm. Unspecified blood work was performed and the results were unk. Blood cultures were not performed. The pt returned home. The next day the pt was admitted to another hosp after experiencing a fall while at home. It was reported that they were disoriented, lethargic and complained of right leg pain. The right groin was reported to be red and swollen. The pt was transferred to the hosp where the procedure had been performed. They were seen by a vascular surgeon. Blood cultures were performed. The pt was confirmed to have a staphylococcus sepsis. 3 days later the pt had an exploration of the right groin and open packing. The surgeon reported that there was no tissue necrosis and no large hematoma. The pt was started on unspecified antibiotics. The physician's assistant stated that "the pt also presented with unspecified infections of the arm and lower leg that may have been related to the widespread skin cracking and edema that was reported on the initial admission to the emergency department." An orthopedic consult was obtained. The pt was reported to be relieved of pain, stable and improving.